Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user complains of shortness of breath, water pouring out nose, headaches, chest pain. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, water pouring out nose, headache and chest pain related to a ventilator's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on apr 17, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, water pouring out nose, headache and chest pain related to a ventilator's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. During the external and internal investigation, the manufacturer observed ventilator with no power cord, obm cover filter, detachable battery, sd (secure digital) card or porting block. The ventilator was run for 74 minutes, and no foreign particles were observed in the inline filter. During testing, alarming occurred until an active pap (positive air pressure) circuit and porting block were attached. The ventilator was bench tested which showed the clock setting, run time, internal battery build date, positive flow verify, atmospheric pressure and detachable battery capacity failed testing specs. No contamination was observed in the flow path. No thermal damage was observed inside or outside of the ventilator. Sections d9, h2, h3 and h6 has been updated in this report.